Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause was a defective signal processor u713 on pca board sn (B)(4) inside the dn. U713 was shorted at pins 15 and 19. The root cause of the shorted component could not be positively determined. No adverse event resulted from the shorted signal processor. The patient received a replacement electrode belt.